Event description:
As reported: "during a gamma 3 surgery, it was discovered that two nail holding screws had not been sterilized just prior to the surgery. The patient was already under lumbar anesthesia, but hospital rules required that the surgery be postponed to tuesday because of the three-hour sterilization process. Damage from unnecessary anesthesia, postponement of surgery."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Nonetheless, based on the information provided, it could be concluded that the root cause of the reported event was an user related issue. Hcp failed to sterilize the device prior to the surgery. Reusable devices should always be properly sterilized prior to every surgery. As a reminder, the instructions for use clearly state that: in the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides. The healthcare facility has final responsibility for the implementation of validated procedures to achieve cleanliness and sterility of reusable devices." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.